Event description:
Customer reported one patient received conflicting results. The initial result was sars positive and upon repeat the same day it was negative. No additional confirmatory testing was performed. The patient was asymptomatic (off-label use) at the time.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.